Manufacturer narrative:
Additional information was received that prior to implant of the valve, a pre-implant bav was performed with a 20 mm non-medtronic balloon. It was also reported that cardiogenic shock occurred during the procedure following the coronary occlusion. The physician stated that the death was due to the coronary occlusion and was not related to the valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the coronary occlusion was likely due to calcium. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed and the valve occluded the left main coronary artery. The occlusion was treated with percutaneous coronary intervention (pci). Following the implant procedure aortography identified trace paravalvular leak (pvl) and trace central regurgitation. The outcome of the procedure was fatal, and death occurred on the day of the procedure.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The instructions for use (IFU) lists coronary occlusion as a potential risk associated with the implantation and it can be attributed to procedural factors (e.g., valve positioning, sizing, implant technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In this case, it was reported that following the post-implant balloon aortic valvuloplasty (bav), the valve occluded the left main coronary artery (lmca). It is unknown to what pressure the balloon was inflated (if the balloon was potentially over inflated) or if other conditions were present during the procedure. A procedure or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function. It can occur despite an ideal implant procedure or device functionality. However, with the limited information and no images/cines for review, medtronic is unable to conclusively determine the cause for the clinical observation. There was no information to indicate a device malfunction or a quality deficiency. If information is provided in the future, a supplemental report will be issued.